Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h3, h6 and h10 on (B)(6) 2021 the following additional information was obtained: the reporter confirmed the intuitive surgical inc. (Isi) technical support engineer (tse) was contacted and full troubleshooting was completed before the conversion to laparoscopic. System functionality was checked upon powering on the system and no errors occurred. There were no issues during port placement. The surgical staff did not observe any outside influences that could have impeded movement of the system / patient side manipulators (psm). The alleged issue occurred approximately 30 minutes into the surgery; the surgeon was dissecting the renal hilum. An instrument release kit was used to release/remove the instrument. There was no tissue damage observed and no post-operative complications that occurred as a result of the issue. D02 - isi has received the remote arm controller (rac) associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported errors 307 and 252 in the logs, however, the errors could not be replicated. The rac was installed on in-house test system, ran for 10 minutes sine cycles, and 30 power cycles. During testing, the rac displayed multiple times an error 25581; pointing to rdm1 (rac drive module). The root cause was attributed to component failure. Isi has also received the master tool manipulator 2 associated with this complaint and completed investigations. Fa investigations was able to reproduce the reported error 307 during calibration. The faulty components will be repaired. The root cause was attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator (mtm) 2 and remote arm controller (rac) 11 to resolve the reported error 307 and 252, pointing to the right mtm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the rac for evaluation, but evaluation has not been completed yet and the mtm has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or procedure video was provided. Technical support engineer (tse) reviewed the system logs at the time of the call into technical support. The logs confirmed the reported errors. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
The clinical sales representative (csr) called on customer's behalf, to report that during a da vinci-assisted nephrectomy procedure the system displayed a non-recoverable fault during procedure. The csr indicated the reported issue was resolved by rebooting the system. While the intuitive surgical inc. (Isi) technical support engineer (tse) was reviewing the error logs, the issue reoccurred. Tse was able to see some armnet communication issues on the right master tool manipulator (mtmr). Tse instructed the csr to power off the system, exercise the circuit breaker on the surgeon side console (ssc), and reconnect the blue fiber cable (bfc). After doing so, the system powered on with errors 307 and 252, pointing to the right master logic controller (mlcr) node on ssc. The system was power cycled once again, however, with the same result. Tse informed the csr that, with current error, it was not possible to use the system. The customer decided to convert to laparoscopic surgery. The procedure was completed laparoscopically with no reported injury. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.